Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 690 mcg/day via an implanted pump. It was reported a catheter leak occurred. It was asked, but unknown when the event/difficulty occurred. It was further reported, the doctor noted fluid in the pocket when he opened it to replace the pump. It was noted there was no known environmental/external/patient factors that may have led or contributed to the issue, but the catheter was ¿older.¿ the hcp replaced a portion of the 8596sc, tested by aspirating spinal fluid (after drug cleared) and then re-injecting. A portion of the old 8596sc was removed and a new portion was connected. The hcp aspirated without any leakage. And no leakage was noted. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was reported the patient had multiple oral medications for seizures regarding other medications the patient was taking at the time of the event. The patient¿s weight was (B)(6) kilograms and medical history included cerebral palsy. Additional information was received on 2020-mar-30 from the rep indicated the reason for the pump replacement was the elective replacement indicator (eri). The patient did not experience any symptoms related to the catheter leak that they were aware of. The pump connector was the portion of the 8596sc that was replaced and it would be returned. No further complications were reported.

Manufacturer narrative:
Analysis of the sc connector of the catheter revealed coring/tears/cuts in the seal that met leak criteria. If information is provided in the future, a supplemental report will be issued.